Manufacturer narrative:
The information contained in this medical device report is of the type customarily held in strict confidence and regarded as privileged by 3m. Therefore, 3m requests that the food and drug administration treat that portion of the MDR (and baseline report) relating specifically to the 3m product as confidential commerical information. 3m is reporting the date of the event occurrence for this device as 2009. The initial reporter notified 3m by letter on august 17, 2009. The letter stated that coban was used to wrap the patient's finger, but no other information was provided so that we could verify 3m coban was the wrap that was used. The catalog number, lot number and expiration date of the device are unknown. The manufacturing date of the device is unknown. The device was not returned to 3m for evaluation and the lot number was not specified. Therefore, no evaluation or conclusion regarding the quality of the device may be made.

Event description:
According to the initial reporter, the patient cut his finger in 2009. His father applied a band-aid and then wrapped it with a coban wrap. Four days later, the wrap was removed to look at the cut and the finger had shrunk in size. Despite efforts to save the affected portion of the finger, the distal half of the right index finger was amputated. The catalog number of the coban product was not reported. Although 3m does not know whether the coban wrap used was a professional product or a consumer product, 3m's directions for use appear not have been followed. The instructions for use warn about the risk of circulation impairment and advise to monitor the area "frequently" (on the professional product). According to the reporter, the wrap was applied and not removed until four days later.